Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead exhibited loss of capture. Fluoroscopy confirmed the rv lead dislodgement, and the helix was half retracted. The physician attempted to reposition the rv lead, however, the helix failed to retract and blood clot was noted in the lead. The rv lead was ultimately explanted and replaced on (B)(6) 2025. The patient was stable throughout the procedure.